Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Corrected information: conclusion code no longer applicable.

Event description:
Additional information later received reported the patient was increased in baclofen and was now at 1698mcg/day. The patient's family was also giving the patient oral baclofen. When they stopped for one day the patient went into withdrawal. It was unknown reason for withdrawal. At that point the decision was made to revise the system and it was noted the patient needed a larger pump. The pump and catheter were replaced. The removal of the pump was noted to be therapy related and unknown if loss of therapy. The reason for the catheter removal was unknown. Troubleshooting included increases in the pump were made with no response. It was unknown what interventions or actions were taken to resolve the issue. No rotor study or dye study was performed. The issue was resolved at the time of the report. The patient's status at the time of the report was noted as alive, no injury. The patient recovered without sequela. The pump was used to deliver gablofen 2000mcg/ml at 1698 mcg/day.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the 8731sc catheter revealed no significant anomaly acceptable testing the catheter incomplete/returned in segments.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. The patient had never reached a dose that managed her tone. A catheter revision had been performed in 2013; details regarding the reason for the catheter revision were not provided. At the time of the report, the pump was programmed to deliver baclofen 2000mcg/ml at a dose of 900.9mcg/day. The healthcare professional was able to aspirate the catheter very easily. No dye study was performed and there were no issues in the event logs. The healthcare professional was programming a priming bolus of 0.181ml over 11 minutes. At the time of the event the patient was also taking oral baclofen 30mg 3x daily, valium 3mg 3x daily and atarax. Additional information has been requested for drug information, pertinent medical history, related symptoms, diagnostics, action/intervention and outcome. For omitted information see (B)(4) as the information is not related to the event in this file; additional information was received from a healthcare provider (hcp). The type of baclofen delivered by the pump was gablofen. Patient history included no known allergies, spastic quadriparesis, born with semilobar holoprosencephaly, cerebral palsy, diabetes insipidus, gastroesophageal reflux disease, dysphagia, microcephaly, neuromuscular scoliosis, sublux bilateral congenital hips, and right hip dislocation. Per the hcp, the most recent pump was implanted on (B)(6) 2013. The last pump refill was (B)(6) 2015 and the next refill was scheduled for (B)(6) 2015. The patient's spasticity had become persistent to the lower extremities despite increases to the dose. The hcp was concerned with the fact that the patient missing 1 day of oral baclofen caused spasticity to increase much more. This was noted within the last 2 weeks with the patient's mother. No diagnostics had yet been performed; however, the hospital was to do a side port access study. It was noted that with each refill, the residual volume in the pump reservoir was always accurate. The cause of the lack of effect was undetermined and no actions or interventions had been taken. In addition to the pump dos e, the patient was also prescribed oral baclofen 10mg 2 tabs 3x daily, valium 5mg/5ml 3ml 3x daily, and oxycodone 5mg/5ml 2.5 - 5ml every 4 hours as needed per pain about every 3rd day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.